Event description:
The balloon ruptured after multiple inflations. The angiosculpt device was used in a in-stent restenosis (isr). It is possible that the scoring element got stuck on the stent. The stent was a few years old in the patient. The angiosculpt device as removed from the patient and viahbahn stents were replaced to treat the patient. Add'l' info received on (B)(6) 2014: the angiosculpt was inflated several times at nominal pressure and it broke at 8 atm. The physician said that he decided to use the viabahn stents because it was an isr. If the physician got a great result with the angiosculpt, he might not have used the viabahn stents. There was no damage done by the angiosculpt. The physician was able to dilate some of the isr prior to the balloon breaking. Add' info received on (B)(6) 2014: the physician placed another sheath and guide wire in the patient in order to deploy the viabahn stents.

Manufacturer narrative:
The hospital declined to provide the info. The physician placed a new introducer sheath and a new guide wire for stent placement, thus resulting in prolongation of the case. The angiosculpt device was returned intact to the guide wire and the introducer sheath was wrapped around the angiosculpt device. Visual examination confirmed the balloon had been inflated and the distal tip is flared. The introducer sheath reinforcement wire was uncoiled and pulled out from the inside of the sheath and wrapped around the angiosculpt device. During functional testing, the balloon was inflated to 2 atm and a pinhole leak was observed near the proximal marker band. Per the angiosculpt IFU, under warnings, a low occurrence of a balloon burst may occur at or below rbp during use of the angiosculpt device.